Event description:
The user facility reported that water was leaking from a 90 degree factory crimp connection on a water supply line. User facility personnel shut off the water supply and no injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found user facility had attempted to repair the leak by tightening the female swivel fitting which resulted in additional leakage. The technician repaired the connection, ran test cycles and confirmed the unit was operational. No further issues have been reported with the equipment.